Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. As per the additional information provided in the complaint, the device was inspected and confirmed to be in a good condition during/after unpacking and preparation, and the device was prepared as per direction for use (dfu). In case of this complaint, there are several potential causes for the reported issue, but because review of available information failed to identify a definitive cause and since the product was not returned for analysis, a cause of undetermined was assigned to the as reported issue 'nv ¿ stent failed/unable to open'.

Event description:
It was reported that during the procedure, the stent was deployed from the right posterior cerebral artery (pca) to the basilar artery (ba). The stent opened proximally in the basilar artery; however, the distal of the stent did not open in the posterior cerebral artery. There were no clinical consequences to the patient reported.

Manufacturer narrative:
Device implanted.

Event description:
It was reported that during the procedure, the stent was deployed from the right posterior cerebral artery (pca) to the basilar artery (ba). The stent opened proximally in the basilar artery; however, the distal of the stent did not open in the posterior cerebral artery. There were no clinical consequences to the patient reported.